Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The lead was surgically abandoned during the device change out procedure. It was noted the patient experienced pulseless electrical activity (pea) due to the anaesthesia administered during this change out procedure. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated there were no out of range measurements. The field representative was not aware of any documented fracture. The lead was surgically abandoned.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.